Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the stuck button alarm. The customer¿s blood glucose level was 310 mg/dl. Customer states they did not press a button down for 3 minutes or longer. The device will be returned for the analysis.

Manufacturer narrative:
The device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The pump was received with missing display window/cover, battery tube threads - cracked, and serial number label missing.